Event description:
It was reported that (1) device was used during a laparoscopic cholecystectomy. It was reported by the affilate that the er320 instrument clip would not feed into the jaw properly. Another instrument was used to complete the case. There was no consequence to the pt.